Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 140s mg/dl at the time of the incident. Customer was also getting low battery alarms and the insulin pump was shutting off. Customer changed his battery last week and woke up today and the battery was almost dead so he changed the battery and the battery door was stripped, it's hard to screw in sometimes. Customer advised to monitor the pump and call back if issue recurs. Customer advised to insert a new battery as soon as possible, if display does not return revert to a back-up plan per healthcare professional instructions until the replacement battery cap arrives. The device will not be returned for analysis.